Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2011-00710. It was reported that during a carotid artery stenting procedure, patient complications were encountered. Vascular access was obtained via the femoral artery. The 99% stenosed lesion was located in the moderately tortuous left internal carotid artery (ica) and the common carotid artery (cca). The lesion was pre-dilated with a sterling 3x40 mm balloon catheter after the 3.5-5.5 filterwire ez was deployed. The 10x31mm carotid wallstent monorail was implanted and the lesion was post-dilated with a non-bsc 4x30 mm balloon catheter. Post procedure an angiography was performed and the physician found that there was a point at the distal end of the stent where slow flow was observed. The physician removed the filterwire ez and performed angiography and the 'slow flow' resolved; however, post procedure the condition of the patient was stupor. It was reported that post procedure, cerebral infarction was found by magnetic resonance imaging (MRI). According to the physician, "this cerebral infarction would be caused by small plaque the filterwire ez was unable to catch". It was reported that the patient was admitted to the hospital and received rehabilitation. No further patient complications were reported. The procedure was completed with this device.